Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. The customer also confirmed that albuterol and sodium chloride 3% were used and the subject cannula was in use for 8 days. Results: visual inspection of the complaint cannula revealed that the tubing was damaged. It was further observed that the full length of the tubing was discoloured white with corroded stainless steel wires in several areas. Conclusion: the observed damage was most likely caused by the use of sodium chloride. Based on previous investigations, it is possible that the use of sodium chloride could induce corrosion when in contact with stainless steel wires in the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the ojr418 optiflow junior 2 nasal cannula. They also state the following: this product is only designed and verified for use with equipment, accessories and spare parts approved by f&p. Unauthorized equipment, accessories or spare parts which are used with this product may impair performance of this product or compromise safety (including potentially causing serious patient harm). Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Do not soak or sterilize this product. Avoid contact with chemicals,cleaning agents, or hand sanitizers. This product is intended to be used for a maximum of 7 days. Using this product beyond 7 days may impair performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labeling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Event description:
A healthcare facility in texas reported, via a fisher & paykel healthcare (f&p) field representative, that an ojr418 optiflow junior 2 nasal cannula broke after 8 days of use. It was also reported that albuterol and sodium chloride 3% were used and that the tubing was likely placed under tension during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint ojr418 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an ojr418 optiflow junior 2 nasal cannula broke after 8 days of use. It was also reported that albuterol and sodium chloride 3% were used and that the tubing was likely placed under tension during use. There was no patient consequence.